Event description:
It was reported to philips healthcare that the device had ECG interference with no leads attached. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.